Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. One leaflet was dislodged from the orifice and was not returned with the valve. No anomalies were noted. Field indicated that there was some resistance noted when rotating the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the leaflet dislodgment could not be conclusively determined. Please note, per the instructions for use, "using the valve holder/rotator and an sjm valve holder handle, rotate the valve in situ to the desired position. The valve should rotate freely. If resistance is noted, the valve holder/ rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve rotation.

Event description:
It was reported that on (B)(6) 2023, a 25mm mitral hp masters series g2,ar,wr was implanted in a patient with a history of severe mitral stenosis. After the valve was successfully implanted, the valve leaflets could not be opened and closed due to the obstruction of the subvalvular tissue. When trying to adjust the opening and closing direction of the valve by rotation, one of the valve leaflets fell off and was recovered from the patient. There was some resistant felt when rotating. A new 25mm mitral hp masters series g2,ar,wr was implanted as a replacement. The patient was given warfarin and aspirin as antithrombotic medication with international normalized ratio (inr) of 2.1. The patient was in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.